Manufacturer narrative:
It was reported that the end-user experienced a skin reaction to her bilateral legs that was described as a blister which became an open wound. Reportedly, the bandages were applied to vaccination injection sites. The end-user was evaluated by her physician and prescribed an unidentified antibiotic. No further information was provided to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for antibiotic treatment, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin reaction and was prescribed an unidentified antibiotic.